Manufacturer narrative:
The results, method, and the conclusion along with the investigation results will be provided in the final report.

Event description:
During the procedure, the sheath was placed without the guidewire and a blood leak was noted from the hemostasis valve. The device was replaced and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
One 5f ultimum introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.